Event description:
The following has been reported: biomed reported: pump problem. The pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed please feel free to pull them as we wont always be able to revisit the same pump multiple times at this high volume of failure to pull logs. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve actuation failure. During startup pneumatic self checks, the pump alarmed after the valves were heard to cycle normally but the air compressor made a rough tumbling sound that is abnormal. An internal investigation found that battery 1 has a pinched wire. The pump was reverted to manufacturing mode and the device failed pneumatic hardware testing consistent with a failed air compressor.